Manufacturer narrative:
On (B)(6) 2016, the customer reported that the occlusion alarm had been resolved after the pump supplies had been changed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and subsequently a malfunction 12 alarm. The customer reset the pump and the malfunction 12 alarm was cleared. The customer was to change out the pump supplies to resolve the occlusion. The customer's blood glucose level was 190 mg/dl. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the reported event.